Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a legal firm indicated motor stall and delivery failure occurred on an unknown date. The patient experienced overdose and was hospitalized. Explant surgery occurred on (B)(6) 2015. The indication for use was intractable spasticity and head/brain injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.